Event description:
The patient reported elevated blood glucose of 568 mg/dl in 2007. The patient bolused through the infusion device and injected insulin via syringe to lower blood glucose. The patient also changed the infusion site, but did not change the infusion tubing. The infusion tubing had been in use for 4 weeks. The infusion tubing was kinked. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. Product was requested to be returned for evaluation.